Manufacturer narrative:
All available information was investigated, and the reported difficult single gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. Based on available information, a cause for the reported difficult single gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a calcified posterior leaflet, flail, and reduced left ventricular ejection fraction (lvef). A mitraclip xtw was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not lowering. Troubleshooting was performed, but the gripper only worked if the lock lever was forced. Therefore, the clip was removed and replaced. While outside the patient, the grippers were tested, but one gripper was still not lowering. Two clips were then deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a calcified posterior leaflet, flail, and reduced left ventricular ejection fraction (lvef). A mitraclip ntw was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not lowering. Troubleshooting was performed, but the gripper only worked if the lock lever was forced. Therefore, the clip was removed and replaced. While outside the patient, the grippers were tested, but one gripper was still not lowering. Two clips were then deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.